Event description:
Approximately one year and five days post hvad implantation, it was reported that the patient experienced a change of power source earlier than expected followed by a controller alarm. The battery and the controller were replaced. There was no reported patient injury as a result of this event. Preliminary review of log files revealed multiple losses of power on the reported event date and on the days leading up to the event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. One controller ((B)(4)) and one battery ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that both the battery and controller met specifications; the battery and controller both passed visual inspection and functional testing. Review of the log files could not confirm any power switching events. Log file analysis did reveal numerous controller power up and motor start events with a double disconnect as the root cause. It was noted by the site that the patient attempted multiple controller exchanges to address the power switching events but never completed the procedure. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. The manufacturer has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported loss of power and pump stop is a double disconnection of both power sources. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Also per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports (3007042319-2014-00915 and 2015-01374) submitted for devices related to the same event.